Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that midline last night that fractured at the hub. Line was placed at 1239 (B)(6)23. Line was noted to be leaking at 2015 by rn. Full catheter was able to be retrieved without further difficulty. This was a 20-10 midline. No other information was provided.